Manufacturer narrative:
Device is a combination product. A promus element plus, mr, ous 3.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts on the 3rd proximal stent strut row was noted to be lifted and pulled in a distal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27 sep 2019. It was reported that crossing difficulties were encountered. The patient presented with chest pain. Vascular access was obtained via the right femoral artery. The 80% stenosed eccentric, de novo, target lesion was located in the severely tortuous and mildly calcified proximal right coronary artery. After a 6f guide catheter was engaged and a non-bsc wire was placed, pre-dilatation was performed with a 2.5 x 25 mm non-bsc balloon. A 3.50 x 24 mm promus element plus drug-eluting stent was then advanced but failed to cross lesion. The procedure was then completed with a 3.0 x 24 mm promus element plus stent. The final angiogram revealed good results with timi3 flow. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.